Event description:
It was reported the patient presented for a device exchange. The physician elected to prophylactical explant and replace the right ventricular lead due to its advisory status. The patient was in stable condition.